Manufacturer narrative:
A partial lead was returned in one piece measuring 43.5 cm. Visual examination found an external abrasion breaching the outer insulation proximal to suture tie impression. The cause of reported events was due to the external insulation abrasion which is consistent with friction to the device can. The reported events of intermittent lead noise and low pacing impedance were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s right atrial lead exhibited noise and low impedance. The lead was explanted and replaced. The patient was noted to be recovering.